Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tested they balloon, it did not inflate and it did not reach the patient. There was no patient injury.